Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was seen in clinic for routine follow-up when the device pocket site did not look healthy. The pocket was refashioned, the lead was placed sub-muscular in the newly designed pocket. The patient will be seen for routine ICD follow-up at ICD clinic. The patient was stable.

Manufacturer narrative:
(B)(4).

Event description:
New information noted that the device system was extracted due to infection. Patient's condition was stable.

Manufacturer narrative:
Correction ¿ : this supplemental report is to include UDI number.